Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Difficulty was experienced extending the helix. Noise was observed when the lead was connected. There was a concern the lead had fractured. A new lead was successfully implanted. No adverse patient effects were reported.